Manufacturer narrative:
The decision is made to also report the event on the mobile power unit which is captured under MFR #2916596-2019-04109. Manufacturer's investigation conclusion for system controller s/n: (B)(4): the reported event of no external power alarms, driveline disconnect, lvad off, and low flow alarms were confirmed. The system controller serial #: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 2 days (18apr19 - 20apr19 per time stamp). No external power alarms activated on 19apr19 between 02:29:39 ¿ 02:53:42 while the patient was connected to battery power due to the patient disconnecting both power cables. The ebb provided power to the system during these events. The alarms cleared when the patient reconnected to battery power. No external power alarms were active on 20apr19 between 02:59:49 ¿ 02:59:48 while the patient was connected to the mpu due to a double disconnect. The ebb provided power to the system during these events and the alarms cleared when the patient reconnected to the mpu. The driveline was disconnected and lvad off alarms were active on 20apr19 between 03:02:03 ¿ 03:02:23. Low power hazard and no external power alarms were active on 20apr19 while connected to the mpu between 03:07:49 ¿ 03:08:17 due to the bus voltage dropping below threshold and then the occurrence of a double disconnect of the power cables. The ebb provided power to the system during these events and the alarms cleared when the patient reconnected to the mpu. The driveline was disconnected and lvad off alarms were active on 20apr19 between 03:08:19 ¿ 03:22:28 and between 03:26:26 ¿ 03:30:48. Intermittent low flow alarms were active throughout the remainder of the log file. No external power alarms were active on 20apr19 at 04:46:12 when the patient was disconnected from battery power prior to the driveline being disconnected at 04:47:00. The driveline remained disconnected for the remainder of the log file. The root cause for the reported alarms was not conclusively determined through this analysis; however, it appears the no external power alarms were due to a double disconnect of the controller¿s power cables. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ addresses how to properly use batteries or the mpu as a power source, including how to switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. Manufacturer's investigation conclusion for vad: review of the submitted log files confirmed pump stops associated with the disconnection of the driveline. It also confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Concomitant medical products: the system controller (s/n: (B)(4)) and mobile power unit (mpu) may have caused the patient's death. The serial number for the mpu was not provided. Approximate age of device- 2 months, 6 days. Investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was found by the patient's spouse lying on the floor with the modular cable disconnected. The pump was restarted by the patient's spouse reconnecting the modular cable to the system controller on 3:30 am the patient was taken to the local emergency department and was later pronounced dead. The manufacturer's technical service reviewed the log file and observed multiple alarms before the patient was found dead. The following events occurred before the patient's death on the log file: noted no external power event was captured on (B)(6) 2019 from 2:59:49 - 2:59:58. Patient was connected to mpu when the event occurred. Pump appeared to have resumed pump operation on (B)(6) 2019 at 3:00:20. Also on (B)(6) 2019 from 3:07:49 - 3:08:02, low voltage advisories were observed, followed by a no external power event. Ebb was also operational. Pump appeared to have resumed pump operation on (B)(6) 2019 at 3:08:17. Noted on (B)(6) 2019 at 3:02:03 - 3:02:22; driveline disconnect and lvad off alarms were captured. Pump resumed operation on (B)(6) 2019 at 3:02:23. Noted some odd strings of supplied voltages observed on (B)(6) 2019 at 3:07:49 while patient was connected to the mpu. Noted that the ebb was operating when this event occurred. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. Noted on (B)(6) 2019 at 3:08:19 - 3:22:28; driveline disconnect and lvad off alarms were captured. Pump resumed operation on (B)(6) 2019 at 3:22:29. Noted on (B)(6) 2019 at 3:26:26 - 3:30:48; driveline disconnect and lvad off alarms were captured. Pump resumed operation on (B)(6) 2019 at 3:30:49. Noted on (B)(6) 2019 at 3:31:09 to the remainder of the log file, intermittent low flow hazard events were captured. Noted on (B)(6) 2019 at 4:46:07; power cable disconnects and no external power events were observed while patient was connected to battery power. Noted on (B)(6) 2019 at 4:47:03; the controller sleep mode was initiated for sleep mode or shut down.